Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 54-year-old female patient for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During single access percutaneous coronary intervention (pci), blood was observed coming from between the orange piece that holds the hemostatic valve and where the orange piece connects to the peel-away sheath. Manual pressure was held on the sheath to stop the bleeding, and pci was completed. The peel-away sheath was removed and a repositioning sheath was put in place. However, due to continued bleeding from around the repositioning sheath after multiple attempts to angle-match the dressing, manual pressure was again held. A femstop was applied, and the physician elected to wean and remove the pump after about 4 hours in the ICU. The pump was weaned and removed successfully, and hemostasis was achieved with two pre-close proglide sutures. The patient was hemodynamically stable upon return to the unit and survived to explant. Major bleed may be related to access-site complications and the anticoagulation and purge requirements associated with impella support, and was managed with manual compression, closure devices, and removal of the device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the 14fr introducer.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the major bleed/patient device interaction was not determined due to insufficient clinical details.

Manufacturer narrative:
D4 serial number and UDI number were updated to remove the leading 0s.